Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was charging their ins the evening before the call with the manufacturer, when they suddenly felt an electric shock. Since then the patient controller wouldn't turn on anymore. The patient tried taking out the battery pack and putting it back in, but there was no difference. They tried aa batteries, and the controller successfully turned on. A replacement recharger kit was ordered.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), UDI#: (B)(4), product type recharger g2. Foreign: gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.